Event description:
Tip of the outer sheath was deformed: the delivery system of the relay pro was unable to be introduced from the left femoral artery. The tip of the outer sheath was deformed like a hangnail due to some factor during insertion. The delivery system was then attempted again to be inserted from the contralateral artery, however, the delivery system was unable to be inserted beyond the outer sheath due to the deformation of the tip of the outer sheath. The left and right access arteries were originally narrow. The relay pro was replaced with a competitor's product to continue the procedure. Subsequently, the procedure was completed successfully. Operation type: tevar. (Tc#bm221000859) patient outcome - "no damage to the patient.".

Event description:
Tip of the outer sheath was deformed: the delivery system of the relay pro was unable to be introduced from the left femoral artery. The tip of the outer sheath was deformed like a hangnail due to some factor during insertion. The delivery system was then attempted again to be inserted from the contralateral artery, however, the delivery system was unable to be inserted beyond the outer sheath due to the deformation of the tip of the outer sheath. The left and right access arteries were originally narrow. The relay pro was replaced with a competitor's product to continue the procedure. Subsequently, the procedure was completed successfully. Operation type: tevar. (Tc#bm221000859). Patient outcome - "no damage to the patient."